Event description:
During tube rotation, the cover of the tube got stuck at the cable hose and broke. The broken part fell down on the head of the pt lying on the table and injured him. The pt suffered a laceration on the head. The pt's head was bandaged.

Manufacturer narrative:
The broken tube cover was replaced and the cable hose was adjusted by a philips engineer.